Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the never worked and was shocking the patient. It was also noted that patient had an infection.